Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to connect to their battery in the last few days. Patient had a wound clean due to infection 2-weeks ago (manufacture report number 3006705815-2020-31677). Troubleshooting steps did not resolve the issue. Surgical intervention may take place at a later date to address the issue.